Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2011, inratio: 2.8, lab: 1.6. Patient taking lovenox 1.5 mg a day. Patient has a high hematocrit.